Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03350. It was reported that a burr became stuck on wire. The target lesion was located in the severely calcified lesion. A 1.25mm rotalink plus and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the burr got stuck on the rotawire. The system was removed from the patient. The procedure was completed with another 330cm rotawire and with a different rotalink plus. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken near to the distal section at 327cm from the proximal section, also it has a body kinked in the middle of the device. The distal tip was not returned. The overall length and outer diameter (od) of distal tip could not be measured due to the device condition. All other od are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03350. It was reported that a burr became stuck on wire. The target lesion was located in the severely calcified lesion. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the burr got stuck on the rotawire. The system was removed from the patient. The procedure was completed with another 330cm rotawire¿ and with a different rotalink¿ plus. No patient complications were reported and the patient's condition was good.